Event description:
On july 13, 2022 fujifilm healthcare americas corporation became aware of adverse events mentioned in literature related to endoscopic retrograde cholangiopancreatography using balloon-assisted endoscopy. The adverse events in the literature "gastroenterological endoscopy 2022; 64:1273-86. Masaaki shimatani: recent advances in endoscopic retrograde cholangiopancreatography using balloon-assisted endoscopy for pancreaticobiliary diseases in patients with surgically altered anatomy: the therapeutic strategy and management of difficult cases." Are described as follows: the common types of complications for bae-ercp are bleeding, perforation, and post-ercp pancreatitis, almost equivalent to those of conventional ercp, though complications specific to bae-ercp such as hepatic portal venous gas have also been reported. A retrospective study by tokuhara et al. Reported that the overall occurrence was 5.8% and the most common adverse event was perforation in 3.2%. Another multi-center prospective study that evaluated more than 300 dbe procedures reported the complication rate was 10.6% including perforation which was the most common adverse event, occurring in 3.9%. The main complication in conventional ercp was post-ercp pancreatitis, while, in bae-ercp it was perforation. A copy of literature "gastroenterological endoscopy 2022; 64:1273-86. Masaaki shimatani: recent advances in endoscopic retrograde cholangiopancreatography using balloon-assisted endoscopy for pancreaticobiliary diseases in patients with surgically altered anatomy: the therapeutic strategy and management of difficult cases" is attached for reference as file attachment. There was no death reported in this literature.